Manufacturer narrative:
Two balloon loss of pressure were reported to have occurred in the same pt. It should be noted that he probability of two devices failing in the same pt due to a puncture of the balloon is highly improbable without an outside source causing the puncture. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in pts with clinically significant peripheral vascular disease in the vicinity of the puncture site. An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of leak was a longitudinal tear on the balloon, approx 3 mm from the balloon proximal tip. The review of the lhr (lot f1318002) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the info provided and the investigation performed, the root cause of the tear could not be conclusively determined. See MDR 3004939290-2014-00424 for the second device.

Event description:
The following info was reported by aci sales rep: both devices were used on the same pt. Both devices had a balloon loss of pressure between the 1st and 2nd stop. Upon using a third mynx, he activated hemostasis. Note: the procedural sheath is not being returned. Deployer: in training. Stick location: at the femora head. Vessel size: between 5mm and 7mm. Procedure: peripheral.